Manufacturer narrative:
693665 lead implanted: (B)(6) 1995.

Event description:
It was reported that the device was beeping. It was found that a rvtip-to-rvcoil lead impedance warning was triggered for the right ventricular (rv) lead due to low pacing impedance. It was noted that a superior vena cava (svc) lead impedance warning triggered on the svc lead due to high and undefined svc impedance. The rv lead and svc lead remain in use. No patient complications have been reported as a result of this event.